Event description:
Inovent machine alarmed "cylinder not detected," and "cylinder valve closed." Nitric was not delivered to the patient. Patient saturation dropped from 92% to 84%. The issue was resolved quickly and patient recovered successfully. Inovent machine was replaced.